Event description:
It was reported that a black flakey substance and fluid leaked from the saw and onto the allograft during an acl case. The allograft was thoroughly irrigated by the surgeon, and was placed back into the patient. Another handpiece set was sent in, and the sterile field was re-draped. At this time there are no reported adverse reactions, but the patient will be monitored for the next year for any reactions.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed. Based on the initial investigation details, there was visual evidence of black flakes and heavy corrosion in the distal portion of this device. Two samples of the black substance were taken and given to regulatory sciences for chemical analysis. A follow-up report will be submitted upon completion of the inspection.